Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level and possible under delivery alarm. Customer's blood glucose value was 600 mg/dl at the time of the incident. The customer had symptoms vomiting. The customer was assisted with troubleshooting and declined for high blood glucose. The customer was treated with bolus using the pump and manual injections. The device will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the delivery accuracy test at 0.0862 inches. The insulin flow blocked alarm /occlusion alarm functioned properly during the basic occlusion, occlusion, and force sensor tests. No unexpected insulin flow blocked alarm noted during testing. (B)(4).

Event description:
It was reported via phone call that the weight has been changed to 0230.